Manufacturer narrative:
. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - device code(s) - 3191: no code available (unspecified/other issue with patient involvement). Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lens (iol) was inserted into the patient¿s right eye. The customer reported that the iol was partially inserted but also indicated that the lens was inserted and removed during the same procedure. In abundance of caution this event is being reported as the iol fully inserted and then removed. Reportedly, unplanned sutures were required. There were no delays in the procedure. The patient¿s status was reported as ¿fully recovered¿. No further information provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 21-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside the original daisy wheel. The original folding carton was also received along with the patient implant identification card. During a visual inspection; the device was inspected under magnification. The lens was coated in viscoelastic residue. The lens was cleaned and inspected and no further issues were observed. The complaint issues reported could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.